Manufacturer narrative:
D9. Date returned to mfg: 27-nov-2024. H6. Investigation codes: updated. Investigation summary: received one (1) opened/unused list# 67pfs40 pediatric tracheostomy tube. As received, no damage or anomalies were observed. A syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water. The cuff of the set was observed to inflate completely as normal. The complaint of cuff not fully encircling the tube cannot be replicated or confirmed, and no root cause could be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was defective and did not completely encircle the tube/stuck to one side of the tube. The issue was discovered prior to patient use. The event occurred during testing of the cuff. There was no harm/adverse event reported.